Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was going to be on an impella 2.5 for mechanical circulatory support. It was reported that during delivery the table j wire was meeting some resistance when inserted into the right femoral artery. The physician called for a glide advantage wire, the wire was inserted and would not advance into the descending aorta. The impella cp implant was aborted. No further information provided.